Manufacturer narrative:
The insulin pump was received with a corroded battery tube however, passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No unexpected off no power alarm, failed battery test alarm noted. No motor error alarm noted and the motor passed motor test. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump was returned without the original battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump was not working as the customer had a motor error alarm. Off no power alarm was noted in the alarm history as well. Mother stated that they changed out the battery and received a failed battery test alarm. It was noted that there was corrosion and damage in the battery compartment and the spring. Customer's blood glucose reading at the time of the incident was 514 mg/dl. Troubleshooting for high blood glucose readings and motor error were not possible due to the failed battery test. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.